Event description:
Same case as 2134265-2008-01889. It was reported that post a coronary stenting treatment procedure, thrombosis, myocardial infarction and death occurred. The lesion was pre-dilated, unk type and size balloon. The physician implanted a liberte' 4.0x16mm bare metal stent to the proximal right coronary artery (rca). A non bsc 3.5x24mm stent was implanted in the distal rca and another non bsc stent, a 4.0x24mm, was implanted in the proximal side of the distal rca. Prior to this procedure the rca had thrombus and post procedure a small amount remained. Panaldine and aspirin were administered prior to the procedure and heparin and aspirin were prescribed post procedure. Two weeks post procedure the pt was treated for an old myocardial infarction. A taxus express2 3.0x32mm drug eluting stent was placed in the mid left anterior descending (lad) artery. The stent was post dilated at 14 atms. Collateral flow was confirmed from the lad to the rca. Panaldine was prescribed post procedure. Ten days post procedure the pt developed interstitial pneumonia due to panaldine, so the panaldine was discontinued. At this point the physician prescribed heparin and aspirin. Three weeks later the pt had an acute myocardial infarction with st elevation. The pt was in a state of shock. A thrombosis was suspected in the rca. Resuscitation efforts were performed and the pt was transferred to another hosp. Angiography confirmed 99% occlusion in the distal rca and total occlusion in the mid lad. The pt died of cardiac arrest.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.